Event description:
It was reported that there was betadine leakage at the interface between a minicap transfer set and a minicap. This was described as "betadine was leaking at end of pd catheter site from the minicap". This was identified after use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.